Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump keypad was suck and buttons are not responding immediately. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed and confirmed the customer reported issue keypad anomaly anomoly. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1886l was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
Unit powered on with unexpected blank display. Unable to perform self test due to blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and lcd flex connector. Test p-cap locked in place properly during testing, the following damages were noted: stained keypad overlay, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, unable to confirm keypad/button unresponsive/button error due to blank display. Blank display confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.